Manufacturer narrative:
Upon device return, analysis of the pump found no anomalies.

Event description:
Dehiscence was reported at the surgical site with a visual pump. The patient went to the emergency room and also had an unscheduled clinic or office visit. An examination on (B)(6) 2014 showed an abnormal visualization of the pump through the surgical site separation. The clinical diagnosis was wound dehiscence and the event was said to be related to the pump. Surgical abandonment was done as a result. The device was explanted on (B)(6) 2014 and not replaced. The event severity was reported as moderate and to have no seriousness. The pump was infusing sufenta, bupivacaine, and clonidine. The event had resolved without sequela on (B)(6) 2014. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).